Event description:
It was reported to siemens that the wireless foot switch malfunctioned during an exam. There were no injuries reported. Factory experts investigated the issue, and found that the wireless footswitch malfunctioned and lost communication with the main system unit. As a result, x-ray release is no longer possible although the system still indicates its readiness. This condition may cause a delay in the procedure.

Manufacturer narrative:
Siemens is releasing a customer safety information letter to inform customers of a potential misalignment in the connection of the remote foot switch and the stationary unit. It was discovered that under certain circumstances the wireless foot switch will lose its connection to the axiom artis or artis zee and the x-ray release with the wireless foot switch may not occur. Any x-ray release from a wired foot switch or hand switch is not affected. The reported potential malfunction may occur if either the wireless foot switch or the stationary unit is equipped with improper firmware installed in the bluetooth interface performing the communication between foot switch and system. The reported malfunction is not a general malfunction, as a vendor unsystematically provided the improper firmware. There are no risks associated to patients previously processed or treated with these systems. The potential problem will be eliminated by exchange of all components on the systems on which the improper firmware may be installed. The appropriate corrective action is provided to the field as (B)(4) "replacement of wireless foot switch modules." In response, siemens has issued a customer safety information to affected customers as well as a fix for this potential issue via update instructions (B)(4). The update instructions were reported to the FDA under 2240869-01/16/12-0001-c. The delay of this report is due to the extensive investigation of this and other similar complaints.